Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The pump alarm was able to be duplicated. It was determined that the printed wire assembly board was faulty. The printed wire assembly board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the printed wire assembly board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint of continuous alarm was verified. The printed wire assembly board will be replaced in service. Use testing was performed. The problem source is defective component of the printed wire assembly board.